Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer unit and burr unit were received attached to each other. The advancer knob was received loosened in a backward position. The advancer and sheath were microscopically and visually inspected. There was a crack in the turbine housing. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. The advancer was hooked up to the drip line and the drip line was turned on, water started leaking from the crack in the turbine housing. The advancer was disassembled to analysis the crack in the turbine. The turbine housing was sent for further testing and it was found that there appeared to be cured adhesive present on the inside of the crack as well as on the black portion of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported that fluid leak occurred. A 1.25mm rotalink¿ plus was selected for use. During preparation, it was noted that irrigation fluid was leaking. No patient complications reported.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that fluid leak occurred. A 1.25mm rotalink¿ plus was selected for use. During preparation, it was noted that irrigation fluid was leaking. No patient complications reported.